Event description:
The customer reported that the system shut down during a procedure. There is no report of death or serious injury associated with this complaint. The customer was able to reboot the system to complete the procedure.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and replaced. The generator interface board was evaluated and reseated. The system was tested and found to be working as intended and returned to service.